Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on - stuck on splash screen) was confirmed. Upon evaluation, the monitor¿s u500 component was defective on the pca board. The root cause of the defective u500 cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
Us distributor returned a monitor and reported monitor will not power on - stuck on splash screen.